Manufacturer narrative:
A partial lead, cut in two pieces, was returned for analysis. External insulation abrasion was found at 13.2- 14.1cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 40.9-41.8cm from the distal tip. The etfe coating was intact at all locations. No condition was found with the returned portion of the lead that could have caused the field observation of low impedance. The electrical continuity of the partial lead was normal.

Event description:
It was reported that the lead was explanted and replaced due to low impedance. Externalized conductors were observed at explant.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.